Event description:
In 2012 the pt presented with functional class IV progressive deterioration. An echocardiogram revealed concentric left ventricular hypertrophy, moderate left atrial dilation, mild right atrial dilation a, tricuspid regurgitation, moderate pulmonary hypertension, aortic bioprosthesis with limited opening, and an elevated gradient. The valve was removed and replaced with an unk device.